Event description:
The technician alleged the foot end brake casters will not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake mechanism assembly to resolve the issue.